Event description:
The rptr stated that her grandparent did meter to hcp comparison tests, 1/2 hour apart. The readings were 127 and 189 mg/dl, respectively. The hcp meter type is unknown. The rptr stated that her grandparent had been feeling weak. A control solution test was not done due to unavailability of supplies. On followup, reviewed testing technique, cleaning and coding with the reporter. No harm was alleged.